Manufacturer narrative:
Other, other text: device evaluation: one level 1 trauma fast flow system was returned for analysis. Visual inspection performed, and product found with cracked return tube which caused water damage to the pcb. Investigators installed temp-check test fixture were performed, and measured temperature was 41.7 degrees which is within tolerance. According to the investigation?the device passed all functional and electrical tests. However, the customer reported issue was confirmed due to the return tube found cracked. Investigator?s replaced the device return tube to correct the reported issue. The problem source of the reported problem is unknown.

Event description:
It was reported that a smiths medical fluid warmer had an intermitting w/temp alarm. No adverse patient effects were reported.